Event description:
In 2003 (summer), pt had 5 micro-dermabrasion treatments in a spa owned by a dermatologist. He had suggested this procedure to remove acne scars. The treatments were painful, but pt continued through the 5th treatment, as he had suggested. Within a month of completing the treatments, pt developed a horrible, extremely painful disease called facial neuralgia on the left side of their face. Although pt has only had several attacks of the debilitating pain, the inside of their left cheek remains constantly raw and will not heal. Neurologist suggested that it was possible that bacteria seeped into the underlying nerves during the treatments, possibly causing this disease. Pt asks if these treatments are FDA approved, if any studies have been done to test the safety of this procedure, finally if the spas and clinics which perform this procedure licensed and evaluated by anyone. Pt really thinks this needs to be researched and examined. Pt would hate for anyone to go through the pain they are now subjected to.